Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The c-taper cocr lfit head 32 mm/0; cat# 06-3200; lot# mjp7r2 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon commented patient experiencing pain. Wasn't clear on cause. Did psoas release and exchanged head/liner.